Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cuff and the pump were removed and replaced; the old reservoir remains implanted, and a new one was added to the system. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. Cylinders and pump were removed and replaced; the old reservoir remains implanted, and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the proximal and distal end of their bodies was noted. Both cylinders passed leakage test. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the component; however, the pump did not pass the activation test during functional evaluation. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of device not working properly.